Manufacturer narrative:
H10: the actual device was not available; however, a photograph and video of the sample wereprovided for evaluation. The visual inspection of the provided photographic sample does not show the external fluid leak. The leak appears to be located under the filter label, preventing visibility of the actual leak. The reported condition could not be verified. Due to the nature of the provided samples, no further testing could be performed. Therefore, a device analysis could not be completed. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a prismaflex m100 set had an external fluid leak outside of the filter. The leak was observed while priming the set prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.